Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the literature report did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information requested. (B)(4).

Event description:
A literature article reported following the implant of an intraocular lens (iol), the lens decentered. The lens was then sutured in place. The patient experienced hyphema and there was a slight indent in the patient's eye where the lens was sutured.

Manufacturer narrative:
Additional information provided in h.3. And h.10. The complaint file was opened from a literature report: novel microsurgical management of uveitis-glaucoma-hyphema syndrome. Different causes with in-the-bag placement of a single-piece iol linked to ugh syndrome development were provided. An increasing cause of ugh was stated to be pseudophakodonesis from zonluar laxity caused by pseudoexfoliation. The off-center lens and iris indent we observed after the iol was fixated to the iris. Symptom of ugh were relieved with the treatment. Not enough information was provided in the report for further investigation. The manufacturer internal reference number is: (B)(4).